Event description:
An (B)(6) female patient's sister contacted zoll customer support to report codes 204 and 107. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (service codes 204 and 107) has been confirmed. As received, the trunk cable connector was cracked. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the defective trunk cable connector. The patient received a replacement electrode belt.